Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The unit was also received with minor scratches on the lcd window and cracked battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; three buttons were unresponsive. The patient's blood glucose at the time of incident was 245 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer stated that she wore the insulin pump while she had on her wet bathing suit. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.